Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited an out of range pacing impedance measurement. Boston scientific technical services (ts) discussed bringing the patient into clinic for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area field representative was contacted for additional information, however no further information is available at this time. Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received that noise was also observed on the lead with continued high out of range pacing impedance measurements. An invasive procedure was performed. This lead was surgically abandoned and replaced, this device remains in service. No additional adverse patient effects were reported.